Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8015 error code 100.6130. 8015 sn: (B)(4) customer was having the error code 100.6130 and wanted to know how to troubleshoot the error. I explain to the customer that he's getting this error when you flashed the pcu to a new version. I also explain to the customer that to correct this error code. Is for him to put the 8015 back to the factory settings. The customer said ok and I proceed to walk the customer through the process of putting the 8015 back to the factory settings. I explain to the customer that he needed to power the 8015 up holding the option button. I also explain to the customer that once the 8015 boot back up it will be in the configuration system there on the first page press the factory button then power off the 8015. Then power it back up and that will correct the error. The customer did that and the error code was gone. Issue resolved.